Manufacturer narrative:
Patient identifier was not provided. Sorin group (B)(4) manufactures the primo2x oxygenator/system. This incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the perfusionist noticed blood leaking into the water lines of the primo2x oxygenator heat exchanger during a procedure. The circuit was changed immediately (less then 3 minutes) to completed the procedure. There was no report of patient injury. The review of the device history record was unable to identify any deviations or non-conformities relevant to the reported issue. The device was manufactured in compliance with the established specifications. The involved device has been requested for return. A follow-up report will be sent when the investigation is complete. Device not yet received from customer.

Event description:
Sorin group (B)(4) received a report that the perfusionist noticed blood leaking into the water lines of the primo2x oxygenator heat exchanger during a procedure. The circuit was changed immediately (less then 3 minutes) to completed the procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the primo2x oxygenator/system. This incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the perfusionist noticed blood leaking into the water lines of the primo2x oxygenator heat exchanger during a procedure. The circuit was changed immediately (less then 3 minutes) to completed the procedure. There was no report of patient injury. The involved unit was returned to sorin group USA for evaluation. Visual inspection did not identify any defects or abnormalities. The oxygenator was returned to sorin group (B)(4) for further investigation. The device was leak tested in a simple circuit and the reported leak was confirmed. Additional testing confirmed a leak was present at both the water and blood compartments. The heat exchanger of the returned oxygenator was disassembled and the stainless steel membrane was inspected with secondary electron (se) imaging and back scattered electron analysis. Se imaging identified a micro hole in the stainless steel membrane. Corrosion and material deposit was observed in the immediate proximity of the hole. The results of higher resolution imaging suggest that the material was chemically degraded. The back scattered electron analysis identified the deposit around the hole to contain iron oxides. Small traces of other elements not originating from the stainless steel were also identified. Based on the results of the investigation, sorin group (B)(4) has concluded that the most probable cause of the hole formation and subsequent leak was corrosion of the stainless steel membrane. The DHR of the returned unit and relevant subassembly were reviewed. No deviation or non-conformities relevant to the reported issue were identified. A CAPA project was concluded in march 2015 and corrective actions have been implemented to introduce a hydrokinetic washing machine into the manufacturing process to reduce the presence of foreign particles that could lead to mechanical damage of the membrane and potentially result in corrosion. Sorin group (B)(4) will continue to monitor for effectiveness of the corrective action.